Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported low battery voltage. No patient harm reported.

Manufacturer narrative:
The customer ordered the pm pcb for replacement to resolve this issue.